Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the customer received a critical pump error alarm. Their blood glucose was 5.3 mmol/l. The critical pump error image displayed on the screen. They were advised that the insulin pump would need to be replaced, to discontinue use of the pump and revert to a backup plan per their doctor¿s orders. The pump will be returning for analysis.

Manufacturer narrative:
Unit was received with a critical pump error (open book error) an pump error found in the formatted history file due to force sensor zero offset out of specification. The force sensor measured to be -00.5 mv. Unable to perform functional test including self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error. Unit was received with cracked case on the back at the battery tube area and battery tube threads. Unit was received with faded serial number label. Unit was received with minor scratched display window, case and keypad overlay. Unit was received with stained keypad overlay.